Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. No action was taken to address elevated bg. A cartridge change was performed resolving the cartridge issue.